Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father called to report a crack on the case of the insulin pump. It was then stated that the customer was hospitalized for low blood glucose and a seizure. The blood glucose reading was not reported. The customer's father did not want to provide any further information about the hospitalization.